Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a cubie drawer 1.2 failed when nurse tried to dispense medication. Customer troubleshooted with reboot and recover but issue still persisted. Then user opened the drawer from the back and confirmed that the ribbon was ripped out. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the that drawer 2.1 had broken retractor band. A field service engineer (fse) replaced retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.